Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, the patient has reported a crescent shaped temporal shadow. The association between this event and the iol is not known.